Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet device despite waiting several hours, restarting the ilet, re-entering the sensor code, and toggling the settings; the sensor would not connect, and the user was instructed to apply a new sensor and was transferred to dexcom for replacement guidance, consistent with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 sensor consistent with intermittent communication failure associated with the electrical and magnetic/antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.